Manufacturer narrative:
A.1, a.4 and a.5 are unknown. The investigation for the aic battery failure red alarm has been completed. Automated impella controller (aic) logs confirmed the reported failure. There was a battery failure alarm (transport connection blown/ missing) due to low pack voltage. The aic was returned for evaluation. The failure mode was reproduced on an engineering bench. The battery one pack voltage was measured to be 3.5 volt rather than the expected 16 v, and the battery liquid crystal display indicator was blank (fully discharged). Batttest confirmed the cell imbalance. Battery one was replaced to resolve the failure alarm. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure. This report is being filed as a part of the retrospective review of historical records.

Event description:
The biomedical engineer reported that there was a battery failure. A loaner was provided. There was no patient harm reported.